Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
L5-s1 posterior stabilization: (B)(6) hospital, (B)(6) 2019. Patient came in to get posterior stabilization (dos (B)(6) 2019) after having an alif in 2015. Patient had a small spondi (slippage of l5 over s1). The slippage broke the two lower screws rather than pulled them out. It is thought the patient fused with slippage. Surgeon attempted to correct spondy (alignment) with verse technology, but given short rod, screw appeared to be bent at weakest/thinnest point (between threads and tulip head). Surgeon removed screw and upsized, locked down and closed. Patient outcome:no deviation from initial plan other than the exchange of one screw for another. Action taken:replacing one screw for another (larger diameter) screw. Patient age:(B)(6). Dob:(B)(6). This complaint involves one (1) device.